Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00168. The device was manufactured january 17-21, 2019. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water. During fill, a leak/backflow was observed at the fillport. Further inspection revealed that the cause of the leak/backflow was due to a particle lodged under the device¿s checkband. Fourier transform infrared spectroscopy (ftir) testing revealed that the particle was made of acrylic. The device¿s stressmember is made of acrylic. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the fillport prior to patient use. The device had been filled with endostatin. There was no patient involvement. No additional information is available.